Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) ranging from 500-600 mg/dl. The contact did not know the suspected cause of bg. The cartridge and site were changed to address bg. Additionally, it was reported that the customer experienced a low bg of 50 mg/dl. The contact stated low bg was due to basal rate being too high. Bg was addressed with juice and a temporary basal rate. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.